Event description:
Boston scientific received information that the patient implanted with this device was reportedly incarcerated and lost to follow up. Upon in-clinic device interrogation, right atrial (ra) pacing impedance measurements were greater than 3,000 ohms. Sensing and capture remained unchanged. An invasive revision procedure was performed, and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.